Event description:
It was reported that during a prostate procedure, four surgical fibers were used. The first fiber was utilized for 53,024 joules until the ¿aiming beam emitted from the fiber top of the fiber / fires straight out of the fiber¿. The fiber was replaced with a second fiber, which was used for 41,865 joules until the ¿aiming beam emitted through the top of the fiber optic / fires straight out of the fiber¿ . A third surgical fiber was used for 43,360 joules until an ¿error occurred on the computer screen stating error# 171. The problem was cleared, then the xps laser monitor read "fiber connection error"; upon reconnection of the fiber, the screen read "fiber expiration". A fourth surgical fiber was connected and a "fiber connection error" was read on the xps system screen. The fiber was unplugged, the internal fiber connection port inspected and no hindrance was found; upon reconnection, the fiber was functional for 24,881 joules until the aiming beam emitted from the top of the fiber / fired straight out of the fiber. A fifth surgical fiber was used to complete the case using 13,203 joules. A total joule count of 176,333; maximum of 120 watts for each fiber. Patient outcome: ¿ok¿. ¿the case was completed with no injury to the patient.¿ this report is for the fourth surgical fiber used.

Manufacturer narrative:
.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.